Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (concentration unknown) at 263.9mcg/day and dilaudid (concentration unknown) at 3.237 mg/day via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient was not happy with the pump placement in his back because he needed to sleep on his back. It was noted the patient was not asked where he wanted the pump placed. The reporter stated the catheter tip was also too high to receive adequate pain relief where he needed it. The patient had no relief. It was noted the issue was determined by doing a "pump study" and then the catheter was moved down/revised to give the patient better therapy. The revision took place in 2012. The patient was to follow up with his healthcare provider (hcp). The patient wanted to find a neurosurgeon in the area for when his pump needs to be replaced in three years. It was unknown if the change in symptoms/therapy was considered sudden or gradual. The patient believed he had always had baclofen and dilaudid in his pump but did not know the concentrations and doses from 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.